Event description:
It was reported that the right atrial (ra) lead was capped due to oversensing, noise, pacing inhibition, and lead insulation damage. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to oversensing, noise, pacing inhibition, and lead insulation damage. The lead was replaced. No additional adverse patient effects were reported. Additional information received by boston scientific representative indicates that the damage was confirmed through high out of range impedance measurements and high capture thresholds. The representative noted that the damage was most likely caused by clavicle crush.